Event description:
It was reported that during a device change out, high voltage lead impedance was observed to be out of range high when connecting to this new fortify device. This new fortify device was not used and replaced by another fortify device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.